Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker system triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements. Additionally, the rv lead exhibited loss of capture (loc) and noise in the bipolar configuration. The patient reportedly experienced pain at the site. It was noted that in the unipolar configuration, impedance measurements were normal and capture was exhibited, with slight noise. The physician programmed the channel to unipolar, adjusted the sensitivity to fixed, continued to monitor the patient, and scheduled a revision procedure. It was also suspected that clavicular crush caused a fracture in the lead, which was observed during fluoroscopy. Subsequently, this rv lead was explanted and replaced. At this time, no additional adverse patient effects have been reported, and this rv lead has not been returned for analysis.